Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose events. The caller stated that the customer was a double amputee and had infection from the prostatic. The caller also noted that the customer has passed away at home, on (B)(6) 2015. The customer's blood glucose, as the time of death, was 150 mg/dl. The customer was not wearing the insulin pump at the time of death; it had been disconnected for thirty-six hours, by the doctor, for the duration of the customer's hospitalization. The customer was using sensors and was wearing one at the time of hospitalization. The caller agreed to return the insulin pump for analysis.